Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
This report covers the post-op pain. As reported by the customer: "on (B)(6) 2023: fitting of a total reverse prosthesis + episcopo at hospital. Indication right eccentric omarthrosis on cuff rupture with lag sign in re. In the operative report, there is no lot number for the prosthesis. It is written: [...placement of an aequalis reverse baseplate (tornier laboratory) on the asymmetric graft which positioned posterosuperior, size 29 mm, long stud, stabilized by 4 screws]. 4 months after fitting, infection of the prosthesis requiring repeat surgery. 2nd hospitalization at hospital, as the aphm surgeon left the nord debit site in (B)(6) 2023 for this establishment." Scar swelling and pain. It was decided to operate: a voluminous purulent subcutaneous collection with sampling for bacteriological examination. Opening of the deltopectoral fold: hematic appearance contact with the prosthesis. A new sample was taken. Prosthesis dislocation. Removal of polyethylene insert and humeral plate. Washing. Installation of a new plate for the ascend flex prosthesis, tornier laboratory. Start of immediate postoperative probabilistic antibiotic therapy tazocilline + zyvoxid. This event is covered in stryker reference # (B)(4). After 10 days, change of antibiotic therapy: 7 g amoxiciline per day with follow-up infectiologist for 1 year. Today, the 79-year-old patient suffers from pain + side effects of antibiotic treatment antibiotic treatment." This event is covered in stryker reference # (B)(4).